Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -06.00 diopter, in the patient's left eye (os) on (B)(6) 2016. Lens was explanted on the same day due to excessive vault. On (B)(6) 2016 the lens was exchanged for a shorter lens. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation-lens was returned in a small centrifuge vial. Visual inspection found haptic torn/broken/bent/deformed, clear residue on lens surface, and missing piece of haptic. (B)(4).